Manufacturer narrative:
Additional information regarding the event was requested, but not received. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Event description:
It was reported that approximately one day after implantation of an intraocular lens (iol), the patient experienced symptoms of decreased quality of vision, dimness, and seeing a streak of light from point sources of light. The use of a rigid gas permeable lens over refraction did not alleviate any of these symptoms, and symptoms persisted with bcva 20/20. Approximately four months after implantation, the lens was exchanged with a different model iol. In the surgeon¿s opinion, the most likely cause of event is dimness from effect of small aperture optics and positive dysphotopsia. Additional information was requested, but not received.

Manufacturer narrative:
The device was returned and evaluated. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.